Event description:
Als pt on mechanical ventilator. Nurse reports turning pt according to nursing plan. Immediately after turning the pt, nurse reports that pressure on manometer would not return to zero (pt not on peep) and that the ventilator "started acting funny and would'nt work". Nurse had already placed pt on backup ventilator identical to the first, prior to calling. Rptr immediately responded and went to pt to check backup ventilator, provide another backup ventilator, and to pick up malfunctioning unit to return to MFR for testing and repair.